Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The device log was downloaded and reviewed. It was observed that the device had suddenly lost all its battery capacity. After replacing the battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report a non-critical issue with their device. Upon inspection, stryker reviewed the downloaded logs and observed that the battery charge had not retained and the device had suddenly lost all its charge. There was no patient use associated with the reported event.